Event description:
It was reported that on (B)(6) 2023, a flexnav delivery system was chosen for procedure. During advancement of the delivery system, through the patient's anatomy, the device stopped advancing once it reached the descending aorta due to calcification. There was a possibility of the valve capsule overcapturing the nose cone, so the deployment wheel was prematurely turned in the direction of the arrow in attempt to correct the overcapture, but the delivery system did not advance. The delivery system was removed from the patient's anatomy, and the tip of the capsule was crushed. The device was replaced with another flexnav delivery system, and the procedure was continued. The patient status was reported as stable, and there were no adverse patient effects. The circumference of the valve ring diameter was 75mm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty was reported and material deformation was confirmed. The device was returned to abbott for investigation and the nose cone of the flexnav appeared to be over-travelled and there was some flaring of the valve capsule on one side. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the difficulty advancing the delivery system could not be conclusively determined. However, based on information received from field, the device stopped advancing once it reached the descending aorta due to calcification.